Event description:
It was reported that an ilet user contacted support to confirm whether a breakfast announcement had been recorded; no announcement was found, and the user¿s glucose increased from 191 mg/dl to 221 mg/dl before trending down to 159 mg/dl, consistent with a missed meal announcement and user interface interaction related to meal entry. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper procedure and failure to follow instructions related to timely meal announcement, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.